Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) while in use on the patient, the staff experienced a frequent "helium loss 2 alarm" on the pump. As a result, the pump was successfully replaced by another. There was no report of patient complication or serious injury and death. Patient outcome reported as good.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp helium loss alarm is confirmed by the service technician. A small leak was noted in the interface block. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) while in use on the patient, the staff experienced a frequent "helium loss 2 alarm" on the pump. As a result, the pump was successfully replaced by another. There was no report of patient complication or serious injury and death. Patient outcome reported as good.